Event description:
It was reported to boston scientific corporation that a flexima biliary stent was used during a stent placement procedure in the bile duct performed on (B)(6) 2012. According to the complainant, during the procedure, the proximal stent barb was noted to be bent and it was difficult to advance the stent over the guidewire and through the patient's anatomy. It was confirmed that no other damage was noted to the device. The procedure was completed with another flexima biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. Investigation results revealed the guide catheter to be cracked, therefore this is now an MDR reportable event.

Manufacturer narrative:
Patient age, gender, and weight are unknown. It was reported the patient was over 18 years old. The event of guide catheter cracked. The stent and delivery system were returned for evaluation with the stent found loaded on the delivery system via suture. Visual evaluation of the device revealed no damage to the stent or the suture. Residue from the procedure was noted on the stent. The guide catheter was found twisted and kinked, and the tip of the guide catheter was found cracked. Functional testing could not be performed with the guide catheter twisted; however after straightening the delivery system functional testing could be performed and the stent was successfully deployed. A 0.035" guidewire was inserted at the distal tip of the guide catheter with no resistance, however the guide catheter could not exit at the proximal end due to the kinked guide catheter. It is likely that the crack in the guide catheter is due to interaction of the device with the guidewire during use. The bends in the device indicate resistance was met during advancement of the device through the endoscope or patient's anatomy. The noted damages were most likely due to procedural factors encountered during the procedure such as tortuous anatomy, maneuvering of the device, or a tight stricture; therefore the most probable root cause for this event is operational context. A review of the device history record (DHR) was performed and no anomalies were noted.